Event description:
A call was received to technical services reporting that an external pulse generator (epg) had shadows on the lower liquid crystal display (lcd) screen. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification, as a result the display was replaced. It was also noted that there was no ventricular output due to a shorted diode on the heart lead flex, and the lead flex o-ring was crimped and the battery contacts were compressed. (B)(4).